Manufacturer narrative:
(B)(4).

Event description:
This lv lead has no capture with lv lead vector lv3 ring to lv2 ring. The vector was changed to lv1 tip to lv2 ring which had capture.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.